Event description:
It was reported that the patient presented to the emergency room after a vehicle accident. An interrogation of the implantable cardioverter-defibrillator revealed recorded episodes of ventricular tachycardia. However, the device failed to deliver high voltage therapy due to under-sensing on the discrimination channel. Programming interventions were made. The patient was stable.